Event description:
It was reported that a perforation and pericardial effusion with cardiac tamponade occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 24 mm watchman laa closure device & delivery system (wds) were selected for use. The closure device was deployed and released in the laa. Approximately 5 minutes after the device was deployed, a pericardial effusion with cardiac tamponade occurred. A pericardiocentesis was performed and protamine was given simultaneously. After protamine was administered, a clot was seen in the right atrium on a non-bsc pacemaker lead. At this time, patient was given 2000 units of heparin. Bleeding was noted again with a small effusion. Patient was then sent for emergent sternotomy for perforation repair. The surgeon repaired a small hole seen distally and left the watchman device implanted. The patient was doing well post surgery. On (B)(6) 2019 it was reported that the patient remained hospitalized but was awake and had been extubated. It was later noted the patient has been slow to recover as they were still hospitalized as of (B)(6) 2019. The status of the clot is unknown as no repeat imaging has been performed.